Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3005920706-2024-00003 a facility reported a gentrix surgical matrix (ID psmt2025) was used to reinforce donor site for deep inferior epigastric perforator (diep). The patient developed late stage seroma with a volume exceeding 600cc, 4-6 weeks after operation. The patient had necroed umbilicus and developed an infection. A re-operation was performed, and the affected area was debrided. The surgeon stated that the cavity was surrounded by a thick capsule, on both the muscle and fat sides of the subcutaneous plane. They removed as much of the genrtix/capsule as possible, left the antibiotic beads, and closed. However, the aesthetics were compromised. The approximate size of the matrix placed after trimming is 20 x 25. The health care personnel (hcp) were trained on gentrix devices.

Manufacturer narrative:
The gentrix surgical matrix (ID psmt2025) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the presence of necrosis is most likely the result of infection from an unknown source. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.